Event description:
Customers contacted haemonetics (B)(6) 2008 reporting their orthopat machine will not complete it's power on self test. No injuries were reported with the machine.

Manufacturer narrative:
Eval of the machine confirmed the reported problem. Issue was the result of a blood and saline spill into the machine. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).